Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: during testing, the pump powered on with a call service battery alarm which was unable to be cleared. The pump voltage was tested and was observed to be out of specifications. The pump was opened and a pump circuit component was observed to have failed. The component was removed and the pump voltage returned to normal. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a circuit component failure resulting in short battery life. This report is made based on the results of evaluation.